Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they lay on their side when they sleep and when they were getting into bed friday night they were rolling into bed that way so they wouldn't disturb it in any way and they guess they touched it a certain way because it was still covered up in bandages. Patient stated that it hurts really bad and it sent an electric shock up and down their back up to the top of their neck down to the bottom of their feet and it set them on fire. Patient said they completely rolled off of it and it's still sore and it still does that a little bit if not the shock was not as bad. Agent reviewed with patient that it was not recommended for them to lay on the incision until it was more healed. Patient mentioned that they increasedthe stimulation when they came home because they weren't feeling anything. Patient reported that when they first came home they were peeing all over themselves so they increased it to 2.0 and it seems to be working really well and they have only had 2 incidents and both were kind of their fault that they wet themselves. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient reported painful stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.